Manufacturer narrative:
Our laboratory received one double-dpt kit with attached pressure tubing and IV cap still attached to the IV spike. The complaint of "inaccurate waveform" could not be confirmed. During the examination, the dpt zeroed and sensed pressure on the ge monitor without any problem. The pressure was measured at pressure values of 0, 50, 100 and 300mmhg and in reverse order. In addition, the electrical testing of dpts showed input impedance (2282 and 2291 ohms) and output impedance (302 and 297 ohms) were within specifications. There were no visible defects found on the supercomal cable connectors. There is no evidence of a manufacturing defect. It is not known if any procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
The report indicates that the transducer's waveform was inaccurate and there were no indications of any faults or errors messages observed from the monitor. The waveform was extremely peaky rather than the smooth rounded peaks to the top of the sinewave. The values on the monitor matched the waveform; both were considered inaccurate. The dpt was zeroed at the phlebostatic axis several times before the transducer was replaced with one from a different batch. There was not patient injury.